Event description:
The customer reported that she smelled insulin inside the reservoir compartment when she changed the reservoir. Instructed the customer to remove the reservoir, and the smell of insulin continued. The customer stated that insulin was observed outside the second o-ring. No further information was provided.

Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.